Event description:
Customer performed a blood glucose test and received a result of 208mg/dl. The customer took 28 units of lantus and went to church. Within an hour the customer's blood glucose dropped. Emt's were called, they tested the customer's blood glucose and received results of 22, & 27mg/dl. The customer was taken to the hosp for observation and given an IV. A request was made for the return of the suspect device and replacements were sent.